Manufacturer narrative:
As allowed by exemption# e2012008, heraeus kulzer llc (the importer) is submitting the report on behalf of heraeus kulzer gmbh (the manufacturer). This is a serious injury (as defined in 21 cfr section 803.3) as the patient reported having an adverse reaction. Because the malfunction allegation could not be confirmed, the cause of the adverse reaction could not be determined. Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Evaluation summary, directions for use state: contact with skin or mucous membranes may cause irritation or sensitisation. Prevent contact with skin, mucous membranes and eyes by taking precautions such as a using a dental dam (patient), wearing rubber gloves (dentist) and wearing safety glasses (patient, dentist). The office failed to maintain isolation of the preparatory products for the application of ibond total etch. Device was not returned.

Event description:
Patient had filling done in (B)(6) 2015, at which time acid etch possibly got on lower lip, causing burning sensation. Note: acid etch used was from a competitor, not heraeus kulzer.